Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2 mm vticmo13.2, -8.5/+3.0/104 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The surgeon reports loss of bcva, elevated iop, pigment dispersion, and blurred vision. The lens was explanted on (B)(6) 2018. To date, the patient has not decided whether to replace with another lens or not.

Manufacturer narrative:
Additional information: reportedly, the patient developed raised iop after ticl implant, which was "refractory to topical anti-glaucoma medications." The ticl was explanted and a trabeculectomy performed. The cornea is currently clear. Device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product and fibers and black spots on the lens surface. Dimensional inspection found the lens to be within specifications. (B)(4).